Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. No report of patient involvement.

Event description:
The hospital reported that, between cases, the unit was noted to be in alt o2 mode. The unit was rebooted, resolving the alarm condition. There was no report of patient involvement.